Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to fracture. Tooth location 15.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One implant was returned for investigation. Visual inspection of the as returned product identified fractured implant on the collar, a non-reported healing collar attached and dried blood and bone around the implant. Functional testing to recreate the reported event could not be performed due to the nature of the reported device & event. DHR review was completed for the subject lot number: (60918211). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (60918211) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.